Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. The procedure went smoothly with no problems at all and the pt went home the same day. The pt was then admitted back into the hospital on (B)(6)2010 with overwhelming pain and "yellow in appearance". Upon examination by laparotomy, clostridium perfringens was present, and the pt underwent a hysterectomy. There was no sign of perforation to the uterus. The pt was also suffering from renal failure but is stable now. Additional info has been requested.

Manufacturer narrative:
(B)(4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.